Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusions: a specific cause for the reported driveline infection could not be determined through this evaluation. Moreover, review of the submitted system controller log files confirmed the occurrence of slightly elevated pump power/estimated flow values; however, a specific cause for the elevated parameters could not be conclusively determined through this evaluation. The account reported that the elevated pump power/estimated flow values within the log file submitted in (B)(6)2019 were caused by the patient's driveline infection; however, the account reportedly could not determine a specific cause for the elevated pump power/estimated flow values in the log file submitted in (B)(6)2019. The submitted system controller log files cumulatively contained data from (B)(6)2019 ¿ (B)(6)2019 and (B)(6)2019 ¿ (B)(6)2019. Throughout the log file data, pump power appeared to generally remain in the range of about 6-7.5 watts; however, a small number of intermittent slight elevations in pump power were observed, peaking at 8.4 watts. All elevations in pump power correlated with slight elevations in estimated flow peaking at 9.4 lpm. No atypical alarms or events were captured and the pump speed remained above the low speed limit without issue. The system appeared to be operating as intended. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The type of infection was reported to be methicillin-sensitive staphylococcus aureus. The patient was treated with cloxacillin.

Manufacturer narrative:
This event occurred at (B)(6). Approximate age of device - 2 years, 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had elevated power and flows associated with a drop in the average pi readings. The elevated power and flows were supposedly due to wound infection. Patient had tenderness around the exit site and is on antibiotics. Patient is so far stable. No further information was provided.